Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with the cylinder swollen. Two weeks later the ipp cylinders were explanted and replaced with new ipp cylinders with no clinical consequences to the patient.

Event description:
It was reported that the patient presented with the cylinder swollen. Two weeks later the ipp cylinders were explanted and replaced with new ipp cylinders with no clinical consequences to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 ipp cylinder was visually inspected, leak tested, and examined using a microscope. Wear was noted at folds in the cylinder body. An excess of air between the inner and outer tubes was observed when inflated with a syringe; a bulge was present. Product analysis confirmed the reported events.